Event description:
A report was received that the patient underwent a revision due to loss of stimulation. During the revision the physician noticed open contacts on the leads. A database analysis confirmed the open contacts. In the interim of the revision, both leads had pulled down from its original location. The physician decided to pull the leads out and he tried to put in two new leads and was unsuccessful. The ipg was already out of the body and the physician could not place the new leads. It was the physician's decision to not implant the patient back with the ipg since he could not place the new leads. The patient is reportedly doing well and still has one ipg system implanted for thoracic.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2138-50, serial: (B)(4), description: scs 50cm iii lead, model:sc-3138-25, serial: (B)(4), description: scs phiii ext 25cm, model:sc-1110, serial: (B)(4), description: precision implantable pulse generator (ipg). Explanted devices were not returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.